Manufacturer narrative:
This case, with patient identifier (B)(4) (aviva meter) is related to case with patient identifier (B)(4) (nano meter) it was unknown if the initial reporter sent report to the FDA .

Event description:
Customer reportedly received the following results on two different meters within 10 minutes: hi (greater than 600 mg/dl) on the aviva meter and 114 mg/dl on the nano meter. No adverse event reported. Return of suspect device was requested and replacement was sent.